Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One winding former with a detached needle, and one needle suture that pertain to product code vcp357h. During the visual inspection of the detached needle, the swage and attachment area were noted with a light swage. The barrel hole was examined under magnification for suture remnant, and none was observed. The suture end was examined, and there is not sufficient impression at the insertion mark. Additionally, a photo was provided and it showed one empty labeled winding former inside a plastic bag. Based on the information currently available, iight swage issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: photo. Additional information has been requested and received attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number. --103dex. - please perform and document the follow up attempt for product return. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The problem of pulling off suture needle happened in surgery . Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. The lot of ip is unavailable.